Event description:
User reports the valve body on the instrument cracked and is leaking. Operator was not harmed, and no discrepant or erroneous results were generated due to this issue. The technical support specialist placed order for a replacement valve body to be shipped to the customer to resolve the issue.